Event description:
It was reported that the patient¿s right atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2017. No further information was available.

Event description:
New information available on 9/12/2017 states that, the patient presented in clinic for follow-up. It was noted that the atrial lead exhibited oversensing. The patient was not symptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was stable after the procedure.